Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor would not link to the insulin pump. Customer removed the sensor and it was short. Blood glucose level at the time of the incident was not provided. Customer was not able to troubleshoot as the sensor has been removed. The customer was advised that the sensor would be replaced. No product will be returned for analysis.